Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported hemolysis was suspected due to urine and bilirubin values. The patient ultimately developed renal failure due to hemolysis. Continuous renal replacement therapy (crrt) was used to treat renal failure. Relation between the device and hemolysis is unknown. Per the physician the patient was also on percutaneous cardiopulmonary support.